Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Sections d2 and d4 were corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the fibers could not be determined. It is possible that the device handling deviated from the instructions, and the fiber protruding into the lumen may have occurred due to improper cleaning of the scope lumen. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Manufacturer narrative:
To date, this device has not been returned to olympus for evaluation. Olympus is continuing to investigate the customer¿s report. Supplemental reports will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A medwatch report, submitted as a voluntary report to the FDA's medwatch program, was forwarded by the FDA to olympus for review. It was reported in the medwatch that multiple cysto-nephro videoscopes and uretero-reno fiberscopes had intra-luminal fibers develop inside the lumen. The affected procedures were therapeutic and diagnostic. Due to the reported issue, the user facility stated that patient treatment delays occurred as a the affected scopes were sent for repair and a limited number of scopes remained onsite. There was no report of patient injury or harm associated with the reported problem. This is report 2 of 12, patient identifier (B)(6). Reference the following patient identifiers: (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), (B)(6), and (B)(6) (this report).